Event description:
It was reported that the patient experienced pain because a hydrocele formed around the artificial urinary sphincter pump. The patient underwent surgery to excise and remove the device. There were no further patient complications.